Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified outer spherical surface shows scratches and wear from use as well as bio debris. Taper hole wall shows dark foreign debris. No other damage was noted for the head. The head was submitted for further analysis. Analysis determined damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. Review of the device history records identified no deviations or anomalies during manufacturing for the head. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right hip arthroplasty. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device and provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a total hip arthroplasty and was being monitored for metal corrosion. Patient¿s cobalt level rose from 2.8 to 3.5. A revision surgery was performed, and the head was replaced. A new liner was implanted as it was damaged upon removal. The patient experienced cognitive and neurological related issues due to the metal ions, however, the cobalt levels declined after left hip revision and were 2.8 prior to right him total hip arthroplasty. There is noted corrosion at neck/taper junction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, b5, g3, g6, h2, h6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised eighteen (18) years post implantation due to tribocorrosion, elevated metal ions, and altr. During the revision noted synovitis and moderate corrosion. The liner and head were exchanged without complications. The shell and stem remained implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Proposed component code: mechanical (g04)- head. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. A revision was performed due to elevated metal ions. During the revision, altr and corrosion were diagnosed. Synovitis was also noted and debrided. The head and liner were explanted and replaced. Root cause unchanged. This complaint was confirmed based on the returned device, provided pictures, and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Unknown stem unknown; 00630505032 liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells 60276497. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023-01923. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total hip arthroplasty and was being monitored for metal corrosion. Patient¿s cobalt level rose from 2.8 to 3.5. A revision surgery was performed and the head was replaced. A new liner was implanted as it was damaged upon removal. It was reported that no further information is available.